Manufacturer narrative:
D10 concomitant products: 173016, 173016 endo stitch instrument (lot#: j4j2431ey), vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#: n3m1834y), vloca008l, vloca008l v-loc* 180 0 abs reload 20cm (lot#: n3m1834y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter during a laparoscopic hysterectomy, during sewing of the cuff, the reload was not able to be toggled from one side to the next. While using it on the patient, the needle became dislodged and fell into the patient cavity. The surgeon was able to retrieve the component that disengaged. The same issue occurred on the other two reloads. A new endostitch device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. A video was also provided. Visual inspection noted that the video operating room personnel are shown holding an endo stich instrument which was loaded with a v-loc endo stitch reload in the left jaw. While holding the instrument, the operating room personnel stated that the jaws could not fully close which prevented them for toggling the needle. The account demonstrated the failure by closing the jaws and attempting to toggle the needle, but toggle switch could not be moved passed a certain point. It was reported that the device was difficult to toggle. The reported issue was confirmed. The most likely cause could not be established from the information available. It was also reported that the needle was disengaged. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.